Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. Bacteria was found in the canal, even after reprocessing in an etd washer disinfector. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Additional information added to the following fields: d8, h2, h3, h6. The complaint investigation reviewed the customer provided cds processes and a deviation from the instructions for use (IFU) was confirmed. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 2 cfu, bacterial identification: bacillus cereus/thuringiensis/mycoides, bacillus species. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: <1 cfu, bacterial identification: n/a. The device was evaluated where additional potential adverse event(s) were confirmed, foreign material was noted in the air/water cylinder, air/water tube, and the jet tube. Additionally, due to clogging of j-tube in the control unit, water cannot be supplied. Based on the results of the investigation, a deviation from the IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The customer's reported issue was not confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." ¿never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.¿ in regard to the foreign material: based on the results of the investigation, the foreign material was not identified, however, it is likely the foreign material was not removed completely because reprocessing steps were not conducted properly. The following is included in the device IFU: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile waterway cause patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.